Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a carotid stent interventional procedure using a 6f sheath. Reportedly, there was difficulty advancing the prostyle device in the anatomy so the device was removed. When the device was removed it was noted that the distal black sheath portion of the device had kinked. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿difficulty advancing the prostyle device in the anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿distal black sheath portion of the device had kinked¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.